Manufacturer narrative:
Findings: unit received with blank display due to corroded battery tube, battery tube spring and battery cap contact. Unable to verify low battery alarm anomaly due to blank display. Unit received with cracked case at display window corners and reservoir tube. Unit received with minor scratched lcd window.

Event description:
A customer reported via phone call indicating the batteries on their insulin pump does not last long. The patient's blood glucose level was 131 mg/dl at the time of the call. The customer stated that they have a corroded battery compartment that may be causing the issue. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.